Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the foreign material is a cleaning brush and it was stuck due to insufficient cleaning of the device. However, a conclusive root cause could not be determined. The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: [olympus gf-ue190 reprocessing manual] describes reprocessing procedure of gf-ue190. In addition, service found the adhesive on the bending section cover was separated. Per the legal manufacturer, this defect has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a part of the pipe cleaner remained inside the instrument. The reported issue was observed during manual reprocessing of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the biopsy channel was clogged. A damaged endoscopic accessory was found stuck between the channel mount unit and the biopsy channel. This report is being submitted for the malfunction found during device evaluation (foreign material in biopsy channel).